Event description:
It was reported to philips that the device gave an ECG bias error message. The event occurred during clinical use, but there was reportedly no patient harm. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The processor printed circuit assembly (pca), part number: 453563478461) with serial number: (B)(6), was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the processor pca. Was fully evaluated and tested. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. The testing of the pca in a test fixture found no problems running the operational check. The op-check summary and auto-test summary logs were printed and reviewed, and the following observations were made: no errors related to the complaint were found. The test fixture device had no charging for discharge issues. An ECG functional test was performed by connecting the ECG cable to the defibrillator analyzer set for ECG simulation of normal sinus rhythm (nsr). Mrx display showed a clear waveform for all leads and pads as selected. There were no problems found with the processor pca. The bench engineer provided their analysis. The reported allegation about the reported allegation about the " ECG bias error message¿ was not verified nor duplicated during lab tests. The processor pca passed all tests during the operational check and performed as expected. Therefore, there is no fault found (nff) with this processor pca. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device gave an ECG bias error message. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.